Event description:
Type of procedure performed: lap appendectomy. [Name] was performing a lap appendectomy. Specimen was placed in bag and in closure the metal arm did not retract and dislodged from the cd003 device. The arm had to be removed separately post specimen removal. No harm occurred to the patient. Additional information received via email from [name]: lot no. 1385005; sterile: 7 units; non sterile: 1 unit. Patient status: patient is fine and completely unaffected. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the support had detached from the event unit. Engineering observed that the bend at the end of the detached support was non-conforming. Based on the condition of the event unit, the non-conforming bend caused the support to detach from the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: lap appendectomy. [Name] was performing a lap appendectomy. Specimen was placed in bag and in closure the metal arm did not retract and dislodged from the cd003 device. The arm had to be removed separately post specimen removal. No harm occurred to the patient. Additional information received via email from [name]: lot no.: 1385005; sterile: 7 units; non sterile: 1 unit. Patient status: patient is fine and completely unaffected. Type of intervention: ni.